Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus china (osh) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. This phenomenon occurred because the main pcb failed. The cause of the main board failure could not be identified because there was no delivery of the actual product. Based on the event, it is inferred that the phenomenon occurred when an abnormality was detected in the internal circuit. The cause of the internal circuit malfunction is presumed to be the failure of the pressure sensor mounted on the main board. The cause of the failure of the pressure sensor mounted on the main board is presumed to be due to any of the following process errors. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the front panel of the subject device did not light up occasionally and the alarm sounded. The olympus (B)(4) checked the subject device and found that the subject device could not be turned on and nothing displayed on the front panel, also the mother board had failure. There was no report of patient injury associated with the event.